Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's system was auto-reducing (date of event is unknown). Diagnostic testing revealed multiple high impedance contacts. Subsequently, surgical intervention was undertaken wherein lead testing indicated the lead was 'bad'. The lead was hence explanted and replaced. Effective stimulation was restored following the procedure.